Event description:
The patient called alleging that the meter was set to the incorrect unit of measurement. There is no information on whether the patient experienced any symptoms at the time of testing or the reading on the meter. The patient went to the hospital, and did not receive any treatment. The meter was previously set to the correct unit of measurement. The patient did not recently go into the meter settings and change the unit of measurement. This case is being reported as a malfunction, due to the fact that the meter is in the wrong unit of measurement, while the patient does not recall going into the meter settings.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.